Event description:
Left knee swelling, left knee effusion, left knee hot, knee redness. Information was received on 15-nov-2006 from a physician, via a sales representative, regarding a male patient (initials and age unknown), with a medical history of osteoarthritis and previous treatment with synvisc (two or three previous courses, annually in october), who experienced knee swelling, fluid build-up in knee, knee hot, knee redness. The patient began treatment with synvisc on an unknown date in 2006. The patient received one injection of synvisc into an unknown knee on an unknown date in 2006. After the first synvisc injection in his knee, the patient experienced swelling, fluid build-up, heat, and redness in the injected knee. These symptoms improved over the following week, but had not completely resolved before the time that the second injection was scheduled, so the physician decided not to give the second or third synvisc injections. At the time of this report, the patient had not yet recovered. Additional information was received on 22-nov-2006 from the physician. The male patient had a three year medical history of severe osteoarthritis with joint narrowing and osteophytes, prior knee effusion, and treatment with synvisc once before and nsaids. In 2006, the physician administered one injection of synvisc to the patient's left knee. No effusion was aspirated. The physician confirmed that the patient experienced left knee swelling, left knee effusion and left knee hot after the injection. He administered an 80 mg depo-medrol (methylprednisone) injection as treatment. Concomitant medications during synvisc treatment were unspecified doses of relafen (nabumetone) and tylenol with codeine. The events resolved without sequelae 2 days later. The physician assessed the relationship to synvisc as definite. Manufacturer's comments: synovial fluid or effusion should be removed before each injection of synvisc.